Event description:
It was reported that the customer had three no delivery alarms on the insulin pump. Customer stated that he corrected his blood glucose level and usually does not get high blood glucose levels. Customer did not have time to troubleshoot. On (B)(6) 2014, customer called back and stated that he had questions about the proper way to calibrate, and he also had some concerns with the sensors and reservoirs. Customer stated that he wanted to discuss sensor glucose vs. Blood glucose issues since his sensor is sometimes 50 points off. Customer reported that he was working with his medtronic representative and they resolved one of his issues. Customer did not have time to troubleshoot and will call back. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.